Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at 10.04mg/day, and bupivacaine at an unknown dose and concentration via an implantable infusion pump for malignant pain. It was reported that an alarm was heard. The patient stated it sounded like "the sound you hear on (B)(6)." The sound was consistent with a pump alarm. The patient reported that there is an 8476 code on their personal therapy manager. The patient reported they have "all sorts of nerve problems." The patient also reported that they are getting ready for their next surgery to have 7 vertebrae fused. The patient reported they've been on steroids for 10 years and has "every autoimmune disease under the sun." The patient stated they were in an automobile accident on (B)(6) 2017 and "it wasn't bad so they don¿t even think about it." The patient stated they can¿t differentiate the pain from one to another. The patient also reported they are allergic to baclofen and morphine. The patient was treated with baclofen and it "wiped out their memory for the whole time they were being treated. They don¿t even remember being in a rehab center because they don't know what to do with the patient." The patient stated their pain was constant and had been for 32 years. The patient stated they believed their quality of life has more to do with the oral meds they are on. The pump hadn't been as successful as they hoped it would be. The 8476 code was confirmed to be a motor stall. The patient confirmed they heard the a larm. No further complications were anticipated/reported. Additional information was received from a patient. The personal therapy manager was displaying the 8476 code as well as a 8532 code. The 8532 code means that the stall had not recovered and stopped pump period may exceed tube set. The patient had reported they had withdrawal, diarrhea, was freezing cold, and "tried to eat once and it went right through them." The patient reported the pump was working at the time of the report. The patient asked if the pump could be stopped remotely. No further complications were anticipated/reported. Additional information was received from a consumer. It was reported that the patient was wondering if any medication was leaking out of the pump. It was reported the patient had experienced withdrawal. There was no out of box failure reported. The patient reported that the oral medications make them feel bad and that they are hurting more. The patient reported they can't eat because they get diarrhea, and they are cold and cry a lot. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was alarming but she had to have the previously reported neck surgery first. She had surgery on her vertebrate that needed to be fused. There were no further complications reported at this time.